Event description:
This lead was implanted on (B)(6) 2007, and remains implanted up to this date. A call to technical services placed on 07/24/2013, states that the entire system will be replaced on the right side, due to occlusion from the left. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).